Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Additional information indicated that the lead had come back a little, however, the distal tip was still in the original position. The lead was surgically abandoned. No additional adverse patient effects were reported.